Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer b3: unknown; no information has been provided to date.

Event description:
It was reported that during an infusion the pump would not accept the code and the screen went black; no text was displayed and it just had a backlight screen. Per reporter the device was powered off as no key presses would resolve the issue. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; when the lcd screen turned off for power saving, it came back on blank when a button was pressed. The root cause was unable to be determined; however, the most probable cause was a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.